Manufacturer narrative:
The device in question was returned to the manufacturer on march 27, 2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that image disappears shortly (blue or white screen occurs instead) when laser is activated. The problem has gone worse during the last surgeries. The problem does not occur with 2 other 11278vs. The customer uses laser from olympus. No negative impact in state of health reported.

Manufacturer narrative:
An incorrect address was provided in section d3 and g1 in the initial report. This supplemental report is to provide the correct contact information for this section. Correction: MDR was previously filled was incorrect routing number, the correct routing number should have been 1221826-2025-00576, since the initial MDR was filled with 9610617-2025-00576 we will coninue on using it for additional supplemental that will be created for this MDR. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: a visual and functional test was carried out on the endoscope. The distal bushing of the head is leaking, and the shaft has small bumps in sheathing. These defects have no effect on the faulty image. The "image disappears shortly (blue or white)" error described by the customer could not confirmed. The image issue was not able to be confirmed due to lack of equipment (laser). However, our investigation has determined that this defect is likely related to a known issue with the sensor used in these scope models. The root cause for this latent defect is due to the cmos sensor. This sensor design uses a rolling shutter which is exposed to and displays the image line-by-line from top to bottom rather than capturing the entire image at once. When a high intensity laser pulse is fired in the field of view, the bright light enters the sensor. As the sensor scans line-by-line, the flash of the laser affects only the lines being scanned at that moment. The sensor becomes saturated in those lines resulting in wright white horizontal bands in the image. The number of bands affected depends on the duration and timing of the laser pulse being fired. Work has been done in the past to reduce the bands, but this artifact cannot be eliminated due to the rolling shutter used in this cmos sensor. The event is filed under internal karl storz complaint ID: (B)(4).